Event description:
It was reported that during poba of the lad, when the bhw guide wire was remove from the patient, it was noticed on the monitor that the tip of the guide wire remained in the small branch at the distal part of the lad. As it was difficult to reach this small branch of the lad, it was decided not to performed additional intervention to retrieve the separated portion of the guide wire. Reportedly, the patiemt feels well, without pain. No additional information was available.